Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, only the connector portion of the lead was returned for analysis. Final analysis found full breach insulation degradation exposing the outer coil adjacent conductor at 6.1 cm from the connector boot. Surface cracking was noted in this region. All other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.